Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing tones. The patient also reported feeling symptomatic (not described) while at rest and inquired if this was ICD-related. A guidant technical services consultant explained device tone operation and recommeneded that the patient follow-up with his physician. An appointment to evaluate the tone and symptom source was made for that afternoon.